Event description:
The bur was being used in an arthroscopic shoulder surgery when it seized up after 15-20 minutes of intermittent operation.what was the original intended procedure?distal clavicle excision.device #1is this a laboratory device or laboratory test?no.